Event description:
Reportedly, on the 5th post operative visit, the pt complained about a knot on the right lateral side wall of the rectum. The dr treated with antibiotics in the office and aspirated the area. In 04, the dr stated the knot went down. Three months later, the pt returned with rectal bleding. Dr put a q-tip in the right side of the device puncture wound and said he could slide the q-tip all the way through the space of the tape. The dr treated the pt with antibiotics and sent pt to a colorectal surgeon. The colorectal surgeon stated the pt may have a vaginal fistula and may need colostomy. Three months later the pt went in for a re-operation to remove the tape. Original procedure: prolapse. Original procedure date: in 2003.